Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4), was not explanted for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10may2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the cardiovascular intensive care unit (cvicu) for postoperative care following left ventricular assist device (lvad) implant on (B)(6) 2022. On evening of post-op day one, the patient sustained hyperthermia, hyperkalemia with subsequent failure to capture from her automated internal cardioverter defibrillator (aicd) pacemaker and a rhythm changed to ventricular tachycardia/ventricular fibrillation (vt/vf). The patient was then defibrillated to sinus rhythm. During this event the patient became acutely lethargic, was re-intubated and inotropic and pressor support was escalated. The patient also sustained acute on chronic kidney injury requiring continuous renal replacement therapy (crrt). The patient also experienced acute liver failure with severely elevated liver function tests (lfts), ammonia, and lactic acidosis. Pharmacologic intervention and correction of metabolic and encephalopathic derangements had been initiated. They remained critically ill in the cvicu with multisystem organ failure (msof) receiving high level close monitoring and supportive care 24/7. Consults to neurology, nephrology, critical care, gastroenterology and infectious disease were placed for a broad level of supportive care. Ultimately, the patient remained stable on pressor support and crrt but lactic acidosis and laboratory findings of multisystem organ failure persisted. They had poor neurologic function with infrequent appreciable spontaneous movement, thought to be from acute metabolic encephalopathy with consulting assistance from neurology. On (B)(6) 2022 the patient developed worsening hemodynamics with an increasing pressor requirement. Patient's husband ultimately made the decision to transition the patient to comfort care and discontinue crrt, ventilator support and hemodynamic lvad support. Patient was provided comfort analgesia and supportive devices were discontinued. The patient passed shortly after withdrawal of support due to msof.